Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device was not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a proximal to mid left anterior descending artery. On (B)(6) 2013 a 2.5 x 38 mm and 3.0 x 18 mm xience prime stents were implanted. On (B)(6) 2014 in-stent restenosis of the 3.0 x 18 mm xience prime was found. On (B)(6) 2014 the in-stent restenosis was treated with balloon angioplasty. The restenosis was resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the xience prime, xience prime small vessel (sv) and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the date of restenosis was (B)(6) 2015. The date of treatment was (B)(6) 2015.